Manufacturer narrative:
Infutronix issued a product quality hold order to verify all the products in the inventory are free from similar issues. Three customer letters were sent to affected customers duke university hospital, duke ambulatory surgery center, and cardinal health. Unreleased version 4 duke protocol library installed on the nimbus painpro (h) pump by the customers' service provider instead of the intended duke v3 protocol library. Infutronix issued a health hazard evaluation. Infutronix issued a field action plan to address this issue. This field action will replace the affected infusion pump with pumps installed with the correct duke v3 protocol library. DHR was reviewed, and the pump passed all previous tests. Returned complaint devices are not available as of 4/12/2024 or recertified post-investigation. Intended library: duke v3. Actual library: duke v4 (unreleased). Both versions of the duke library share the same clinician code "191". The device was operable by the user.

Event description:
On 10/19/2021 a complaint was opened in qos intuvie received a complaint that the pump has incorrect library configuration. Unreleased version 4 duke protocol library installed on the nimbus painpro (h) pump by the customers' service provider instead of the intended duke v3 protocol library. No other details were provided associated with the event. No patient harm was reported in this complaint